Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided the results of the evaluation. The pd rn stated she was not aware of the patient having any symptoms around the time of the incident and stated the patient has been fine and continuing therapy on the cycler with no further issues. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Device evaluation: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and passed the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - use error - tidal uf removal set too low. A service history review revealed no previous service events were related to the reported condition. The root cause investigation is in progress through ((B)(4)).

Event description:
Six increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 5 of 6. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 1400ml. The drain volume was 3033ml. This volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.